Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The device has been reported as discarded; therefore no product investigation can be performed, and the customer complaint cannot be confirmed. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a qdot micro¿ catheter and the patient experienced cardiac arrest that resulted in death. The patient died of cardiac arrest due to "an electrolyte imbalance". The procedure took place the day before. The patient was stable during the procedure and on transfer post procedure. It was reported that the procedure went smoothly. The only event during the procedure was a question of act (activated clotting time) values that involved checking the act on a separate machine. It is not known if the act was too high or too low. The following bwi catheters were used during the procedure: qdot micro ablation catheter, soundstar imaging catheter, decanav cs catheter, pentaray mapping catheter and a vizigo sheath.